Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2012 and found a pinhole leak in the differential mix sample line at feed through fitting (ff)240 and also that the nrbc chamber drain was plugged. The fse replaced the nrbc chamber and the differential mix chamber sample line at ff240 and repaired the leak. Repairs were verified per established procedures and results met published performance. The root cause of the issue was a pinhole leak in the differential mix chamber of the dxh800 instrument. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that while troubleshooting an instrument problem, they found a leak of clear fluid (approximately 5 ml) from underneath the unicel dxh 800 coulter cellular analysis system and also the nrbc qc was failing. The customer was unable to determine the source of the leak. There is an exposure control/risk management plan in place at facility. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported. There was no affect to patient results with regard to this event.